Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl) and ketones. Customer uses apidra for insulin. She received injections to correct her blood glucose levels.

Manufacturer narrative:
No product for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novalog.